Manufacturer narrative:
Motor error alarm during rewind due to detached end cap. Motor passed motor test. The insulin pump received with detached end cap, scratched display window, cracked display window corner, broken battery tube threads, cracked reservoir tube lip. The insulin pump had no missing dome label sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had high blood glucose of 554 mg/dl because his insulin pump was malfunctioning. Customer stated that the insulin pump bottom is broken and was alarming motor error. Customer also stated that he was going to see his doctor to get a back up plan. Nothing further was reported.